Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was noted with a broken grip cable at the distal end. The root cause of ¿broken - distal instrument grip cables¿ is attributed to a component failure. A review of the site's complaint history does not reveal any additional complaints involving this product. A review of the instrument log for the prograsp forceps instrument (part number: 471093-11, lot number: k10210607-0005) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sl0038. The instrument was used for 2 hours and 48 minutes. The instrument had 3 uses remaining out of 18 maximum uses. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument¿s cable broke and it was unknown whether fragments from the cable fell inside the patient. The patient's anatomy was checked for fragments and none were found. However, the customer noted that the fragments would be small and difficult to see. At this time, it is unknown if fragments fell inside the patient's anatomy and, if so, if they were retained.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the cabling broke on the prograsp forceps instrument while the surgeon was manipulating the ovary. It was unknown if any fibers fell inside the patient as they are difficult to see. The surgeon searched for frayed cables, which caused 10 minutes delay in the procedure. The surgeon used a backup instrument and the procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use and no damage was noted. The surgeon was grasping tissue when the instrument broke. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material. The surgeon searched the pelvis area, but no cable fragments were identified.